Manufacturer narrative:
As this lead was discarded, boston scientific cannot confirm nor deny this reported clinical allegation. As no further information is expected, our investigation is complete. Should additional information become available, this event will be updated.

Manufacturer narrative:
According to available information this lead remains implanted and in service. When additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, interrogation of this right ventricular lead revealed four episodes of ventricular tachycardia causing oversensing had occurred. Isometrics could not reproduce the noise. A lead revision will be performed in the near future. The device was reprogrammed to minimize inappropriate shocks. No adverse patient effects were reported.

Event description:
Additional information was received: a revision procedure was performed, this lead was removed and discarded by the facility.